Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned as noise and oversensing was present. This lead had a fracture as noted under fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.